Manufacturer narrative:
(B)(4). A supplemental report will be submitted upon final review of medical records and completion of the plant¿s investigation.

Event description:
Patient contact reported that the patient has had draining problems with the liberty cycler. Patient contact alleges that the patient performed a single manual drain which resulted in the patient draining 8,000ml of peritoneal dialysis fluid. Follow-up with the patient's peritoneal dialysis nurse indicates that the fluid volume the patient claims to have drained may be exaggerated but does believe that the patient drained at least 3,000ml. The patient's prescribed fill volume is unknown at this time. The reported large drain of 8,000ml was significantly greater than the expected drain volume which resulted in a reportable device malfunction. Patient treatment records have been requested.

Manufacturer narrative:
The liberty cycler was not repaired or replaced against this complaint. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device record review confirmed the labeling, material, and process controls were within specification.